Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that as the users set points for the point merge within the spine application, they recognized that it is not able to save points which are close to another saved one. If they wanted to save a point which is close to another the system always saved the new point as the already saved one. For example: they saved a point ( most cranial point on spinal process) as 1. If you now want to save a new point (most caudal point on spinal process) user jumped into point 1 and overwrites it. So the new point is now saved as 1 and not as 2. If they chose a position far away from the spinal process (i.e. Transverse process), then it works. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.